Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed, but not duplicated. The assignable cause was a defective phm (pumphead module). The phm has been replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had failure code 805:01. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that failure code 805:01 occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device is 6.13.90, categorized as remediated.